Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump;pump failure.specific component(s) involved: pump drive unit malfunction;pump failure.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of pump; switch from vented electric to pneumatic-mode;type: lvad.